Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. The status of impending secondary procedure, procedure-related harms, and the final patient disposition could also not be found for the same reason. As of the date of this report, there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An afx bifurcated and a vela suprarenal extension was implanted to treat an abdominal aortic aneurysm. The 3 year follow-up showed the presence of a potential type iiib endoleak and aaa enlargement. A re-intervention is planned to treat the endoleak with the placement of an additional bifurcated stent graft and a cook fenestrated graft. As of the date of this report, there have been no additional patient sequelae reported.